Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to a lead integrity alert (lia) which triggered on the right ventricular (rv) lead due to fluctuating bipolar impedance which was noted to be high/undefined and noise. The patient was admitted to the hospital for a revision and on the date of revision, the rv lead was noted to have short v-v intervals. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.